Event description:
It was reported the v60 battery was not charging. Unknown if in clinical use at time of discovery. No reports of user/patient harm or injury. Investigation is ongoing.

Manufacturer narrative:
H11: upon further investigation, this case has been downgraded as it was confirmed that this was a material only case, no malfunction. Therefore, this complaint no longer meets reportability requirements.